Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right atrial (ra) lead exhibited undersensing on stored and current electrograms (egm) and at device classified termination of events arrhythmia appears to continue. It was also reported that the right ventricular (rv) lead exhibited high threshold. The ra and rv lead remains in use. No patient complications have been reported as a result of this event.